Event description:
Doctors at hospital did a mandible resection on a male approximately 1 year ago; 6 months ago they went back in and replaced the original plate with a 50-777-26 locking mandibular recon plate, angled, left, 26 hole, 2.0mm thick and cadaveric and autogenesis bone grafts. Plate was fixated with four screws on each side of graft. Approximately 1 1/2 weeks ago the patient returned to the doctor and complained of pain. X-rays revealed that the plate had broken; surgery was performed and the plate was removed. Doctors said from bone growth that the plate had probably fractured awhile before the patient returned. Doctors cleaned up some of the scar tissue and re-plated with a 2.7 recon plate along with some of the hip graft.

Manufacturer narrative:
Device is being returned by the medical facility and will be returned to the manufacturer for evaluation.